Event description:
Device issue: tip separation. Time of device issue: during procedure. Adverse event: death. It was reported that the patient presented to the emergency room in a condition described as "very sick". During the procedure, three balance middleweight guide wires (bmw) were placed, one in the left anterior descending artery (lad), one in the diagonal artery, and the third as a buddy wire. After removal of the bmw guide wire from the lad, it was noticed that approximately 15-20 mm of the tip was missing. The patient was scanned in an attempt to find the tip; however, the tip was ultimately found in the sheath. There was no intervention and no adverse effect to the patient. The patient died before the procedure was completed. Cause of death is currently unknown. Reportedly, there is no correlation between the death and the device issue. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was not returned for evaluation, which may have aided in determining the type of separation by examining the fracture faces of the separation. However, a ductile overload of this type suggests possible force was applied to the proximal end of the guide wire during removal with the tip entrapped. Based on the reported information, the tip was found in the introducer sheath, suggesting that the tip became entrapped in the introducer sheath during removal. It may be possible that the tip coils became offset or stretched during the procedure causing resistance or entrapment with the introducer sheath during removal. If force is applied in this situation which exceeds the material limitations, a separation may occur. In this case, it was reported that the patient expired during the procedure. Although a cause of the death was not determined, based on the reported information, there does not appear to be any correlation between the death and the separation of the guide wire as the guide wire was reported to have separated within the introducer sheath which is near the entry site. Lot history review could not be performed because the lot number was not provided. Overall, a conclusive cause for the tip separation and death could not be determined; however, based on the reported information, there is no indication to suggest a product quality deficiency. To ensure a separation does not occur due to a product deficiency, manufacturing inspects 100% of the guide wires, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, a tip pull test is performed on each wire to ensure the tip is properly attached.